Event description:
This pt was receiving ertapenem 1 gram intravenously daily at home for a lumbar spine wound infection. Doses were provided using the add-ease binary connector to connect an ertapenem 1 gram vial to a 50 ml bag of 0.9% sodium chloride. Three times after the pt activated the system, the medication leaked out of the bag around the add-ease connector. These leaking doses were not infused and the pt experienced no adverse outcomes.